Event description:
It was reported that an individual experienced an episode of hypoglycemia of unclear cause while using the ilet bionic pancreas, with no associated alarms or alerts, and addressed the event with oral glucose. Symptoms included low blood glucose with associated clinical effects consistent with hypoglycemia. Outcomes included temporary interruption of normal activities and the need for oral carbohydrate intervention, without hospitalization. Investigation included a review of device performance history, complaint trending, and assessment of available use data. Investigation of this case revealed no device malfunction or component failure and no alarm behavior to indicate a hardware or software issue, aligning with an event consistent with user-level factors or physiological variability. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.